Event description:
An abnormal pacing was confirmed in a ventricular burst episode at a routine follow-up. It was found to be magnetically activated. The patient had an iphone in his breast pocket, which was presumably magnetically activated by the iphone's magsafe.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
An abnormal pacing was confirmed in a ventricular burst episode at a routine follow-up. It was found to be magnetically activated. The patient had an iphone in his breast pocket, which was presumably magnetically activated by the iphone's magsafe.

Manufacturer narrative:
The conclusions are as follows: - iphone generates an electromagnetic wave and more particularly a magnetic field that can reach 5 mt (mili tesla) below 5 mm distance. - therefore, in case the iphone is too close to the pacemaker (less than 5mm), the pacemaker can switch into magnet mode since the magnetic field generated by the iphone is considered as the magnet device.